Event description:
Procedure performed: laparoscopic hysterectomy. Incident description: during a tlh procedure, after sealing the last uterine vessels, the operation room nurse wanted to clean the jaws before putting the voyant maryland away in the bag. During cleaning the jaws, the fixed part of the jaw broke ( see pictures). There was no excessive rubbing or manipulating of the jaws during cleaning, the jaw broke spontaneously. Cleaning was done with a gauze a saline. There was no patient harm because the device was outside the patient during the event. The gyn took normal bites of tissue during the procedure so there was no excessive tension on the jaws. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of jaw breakage. Applied medical has reviewed the details surround the event and the returned unit and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic hysterectomy. Incident description: during a tlh procedure, after sealing the last uterine vessels, the or nurse wanted to clean the jaws before putting the voyant maryland away in the bag. During cleaning the jaws, the fixed part of the jaw broke ( see pictures). There was no excessive rubbing or manipulating of the jaws during cleaning, the jaw broke spontaneously. Cleaning was done with a gauze a saline. There was no patient harm because the device was outside the patient during the event. The gyn took normal bites of tissue during the procedure so there was no excessive tension on the jaws. Patient status: no patient injury.